Manufacturer narrative:
Concomitant medical products: product ID: 5076-45 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced and infection. The cardiac resynchronization therapy pacemaker (crt-p) system was explanted and replaced with a temporary pacing system. The temporary system was replaced by a leadless transcatheter pacing system five days later. No further patient complications have been reported as a result of this event.